Manufacturer narrative:
The device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual/microscopic inspection: the sample was returned clean. The distal tip was examined under microscopic magnification and a complete break in the outer catheter was present just proximal to the distal tip. A 2mm longitudinal tear in the outer catheter was noted approximately 1.8cm from the distal tip. No other anomalies were noted along the length of the catheter.

Event description:
It was reported that the shaft of the recanalization catheter appeared allegedly fractured/cracked, and the guidewire allegedly would not load through the catheter; rendering the device unusable. Reportedly, another guidewire and recanalization catheter were used to perform the procedure. There was no patient contact.